Event description:
It was reported that during a hip procedure using an ambient super multivac 50 ifs, the surgeon had difficulty when inserting the wand into the hip joint using a cannula, which caused the wand tip to detach. An x-ray showed the detached tip to be outside of the joint, so the surgeon opted to leave it inside the patient. The procedure was completed using a backup device, without further incident. There were no significant delays or patient complications reported as a result of this event.